Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Reportedly, device data analysis noted higher than expected power consumption. There were no adverse patient effects were reported. All available information indicates that the device remains in service. Additional information received indicates that the pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Reportedly, device data analysis noted higher than expected power consumption. There were no adverse patient effects were reported. All available information indicates that the device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Reportedly, device data analysis noted higher than expected power consumption. There were no adverse patient effects were reported. All available information indicates that the device remains in service. Additional information received indicates that the pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Reportedly, device data analysis noted higher than expected power consumption. There were no adverse patient effects were reported. Additional information received indicates that the pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. Correction to the supplemental report follow-up 1 MDR in blocks h6: patient code and b2: outcomes attrib to adv event. Patient code 3191 captures the reportable event of surgery.